Event description:
Customer called to report a drive tube break after buffy coat collection. The instrument had already started returning blood to the pt and the customer wondered if they could do a manual return of the blood to the pt. Css replied that it would not be recommenced to return any blood to the pt because it is now an open system. Blood was not returned to the pt, and pt was stable. Css advised customer to use technical bulletin #8 to calculate fluid loss from pt. When the drive tube broke, the instrument was powered off to stop the bowl. Therakos senior technical svc engineer was on site. Svc order: (B)(4) was dispatched. Customer provided photos for investigation.

Manufacturer narrative:
Batch record review of lot c314 was conducted. There were no non-conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. However, CAPA (B)(4) is already opened to investigate drive tube leaks/breaks. Analysis was performed using photographs provided by reporter. Examination of the photographs confirmed that a drive tube break occurred. The drive tube appears to have broken somewhere near the lower bearing stop. The leak sensor has been abraded and there are pieces of a drive tube bearing on the floor of the chamber. The end of the drive tube nearest the drive tube clamp is obscured in all of the photographs because the centrifuge arm is positioned so that the drive tube bearing retainers are facing the back of the centrifuge chamber. The upper bearing retainer cannot be seen, though the drive tube is not secured in that retainer. Part of the lower bearing retainer can be seen, but it is not clear if the retainer is opened or closed. It is not possible to state whether the drive tube break was the result of a fault in the kit. (B)(4) . Feedback is still pending. (B)(4) .